Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and nausea. Reportedly, the customer also had an infection and their health care provider believed this is what caused their elevated bg level. A correction bolus was delivered to address bg levels prior to hospitalization. Multiple attempts were made to complete troubleshooting; however, no additional information was provided.